Manufacturer narrative:
There are no indications about the possible cause of the prosthesis failure. The surgeon is not sure if the patient experienced a trauma to the shoulder, because the patient suffers from schizophrenia. No additional information (photos of the explanted components, x-rays) are available. Moreover, as we did not receive the explanted items, we could not perform a deeper analysis of the involved devices. The check of the DHR of the involved components (humeral head: lot# 201413515; adaptor taper: lot#201519388) did not show any anomaly on the overall number of pieces placed on the market with these lot #. No other complaints were received on these specific lot #. In detail, by our records, 46 humeral heads with lot # 201413515 were implanted (total pieces manufactured: (B)(4)) and 44 adaptor tapers with lot # 201519388 were implanted (total pieces manufactured: (B)(4)). The above analysis indicates a single piece issue which is not product-related, but due to external causes. It is unknown how much patient pathology (schizophrenia) could have contributed to the incident. We are aware of a total of 3 cases of disengagement of the humeral head from the adaptor taper, on a total of (B)(4) humeral heads (standard and cta) marketed ww since 2008. (B)(4). None of the above 3 cases was product-related. No corrective actions performed. Lima corporate will keep monitored the market.

Event description:
The patient had a smr shoulder prosthesis implanted on (B)(6) 2016. According to the info reported, after 2 months, on (B)(6) 2016, the revision surgery was performed because the humeral head disengaged from the adaptor taper. The event occurred in (B)(6).